Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient had a blood clot in their heart and that the leads (patient has a right ventricular (rv) lead and a right atrial (ra) lead) were infected. It was additionally reported that the patient is on hospice care and that the caller would like assistance with having the ICD turned off. The ICD and leads remain in use. No further patient complications have been reported as a result of this event.